Event description:
My optometrist, dr (B)(6), has been ordering my gas-permeable contact lenses from international contact lens lab in (B)(6) for five years. Every time I get new lenses, the vision is obscured by either glue or fingerprints on the lenses. My doctor cleans and polishes them, and I clean them meticulously, and we can't get clean lenses. So we order more, then the same thing, and then eventually I will get a pair that I can see out of. Meanwhile, I can't see out of... Name of the company that makes the medical device: international contact lens lab. (B)(6).